Event description:
User facility reported that the device was replaced into use with ventilated pt. According to user facility a ventilator leak occurred during use and device cuff would not fully inflate. The device was later removed from use (time in use no provided). No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.